Manufacturer narrative:
(B)(4). A partially deployed ultraflex tracheobronchial stent and delivery system was returned for analysis. Visual analysis of the returned device found the shaft kinked and the distal tip of the delivery system was damaged. Functional evaluation found the shaft bowed during deployment but it was possible to deploy the stent as received. No issues noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device and the noted damages were consistent with the reported event and are likely due to anatomical or procedural factors, which limited the performance of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be used to treat a malignancy in the lung during a stent placement procedure performed on an unknown date. Reportedly, the patient¿s anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent but the delivery system bowed and the stent failed to deploy. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed an MDR-reportable event based on investigation results, which revealed that the tip of the delivery system was damaged.